Manufacturer narrative:
The pump user guide states: change your cartridge every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose level of 448 mg/dl. Reportedly, there were air bubbles present in the tubing. Customer administered a pump bolus, manual injection, and tandem technical support assisted customer with priming the air bubbles out to resolve the issue. Customer reported disconnecting tubing at cartridge and using cartridges beyond labeling. Tandem technical support advised customer that humalog insulin is labeled for 48 hours and how to disconnect tubing.